Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while performing venous puncture using a bd nexiva¿ closed IV catheter system, the adaptor was found to be damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Device/batch history record review: lot # 6229619 all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review, it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Conclusion: confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate.